Manufacturer narrative:
This information is based entirely on journal literature. . The gender of the baseline characteristics is male and the baseline age is 67 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: analysis of electrical lead failures in patients referred for transvenous lead extraction procedures. Pace - pacing and clinical electrophysiology. 2018; 41(9):1217-1223. 10.1111/pace.13463. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding transvenous lead extractions. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were lead ¿failures,¿ which included lead impedance outside the programmed range, failure to capture, sensing abnormalities, activation of lead integrity alert (lia), inappropriate therapy, and lead fracture. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.